Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, variation in pacing lead impedance measurements and increased capture threshold were noted. The physician elected to monitor the patient.